Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing noise which was causing increased sensing integrity counter (sic) and a disruption of pacing therapies. It was noted that the noise disappeared when the rv lead sensing was reprogrammed bipolar. The sensing was left bipolar and the lead remains in use. No patient complications have been reported as a result of this event.